Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown, however the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if further investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke while inside the drill attachment. There was no report of any device fragments entering the surgical site and no additional medical intervention was required for the patient, as a result of this event. The procedure was completed, without a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.